Event description:
It was reported that the screen was dark, accompanied by beeping and a blinking red led light, affecting the customer's ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.